Event description:
Surgical procedure performed to address infection. The poly was exchanged.

Manufacturer narrative:
No product was returned. Review of the sterile certification did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.